Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had non-functional button found during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During evaluation, the reported problem of 'button nonfunctional' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the second from left softkey does not work when pressed and is visibly damaged. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.